Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced syncope and a low heart rate. The device was found to be not pacing and there was no output. Device battery depletion was suspected. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.